Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that stent damage occurred. A percutaneous intervention procedure was performed. The 80% stenosed, 3mm x 28mm target lesion was located in a moderately tortuous and moderately calcified lesion in the right coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment, however; it was noticed that the stent was deformed and damaged. The procedure was completed with another of the same device without any patient complications reported. The patient status was stable. However, returned device analysis revealed a stent detached.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4). Device evaluated by MFR.: a promus premier ous mr 28 x 3.00mm, catheter batch 32569372 was returned for analysis. A visual, tactile and microscopic examination was performed on the returned device. A visual and tactile examination identified multiple kinks along the hypotube. A visual and tactile examination of the distal extrusion identified no damage. A visual examination of the balloon identified that the stent was detached/deployed from the balloon. There was clear evidence of stent crimp on the balloon material. A microscopic examination of the distal extrusion identified no damage, and a microscopic examination of the balloon material identified no tears or holes in the balloon material. A microscopic examination of the tip identified no damages. Therefore, the complaint allegation could not be confirmed.